Event description:
The customer reported an issue with the pump's touchscreen, which was frozen and unresponsive. The impact on the customer¿s blood glucose level was not reported. Customer chose to reset the pump after receiving complete reset instructions from technical support, and the screen became responsive again.